Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01058. This report is related to the following linked patient identifier:(B)(6). No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video tower displayed a b30 error with two scopes. The issue occurred at the beginning of the procedure while the patient was under sedation for a diagnostic cystoscopy, and there were a procedural delay of greater than 30 minutes. The procedure was completed using an olympus back up device and there were no reports of patient harm.